Event description:
Physician reported left side no event reported via MRI. Physician later reported via pfn, "rupture of devices." Device has been explanted and replaced.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 2852675: (B)(6): inflammation/irritation, vomiting - ndr, capsular contracture, lump/nodule and seroma-late. Device not returned to device analysis. The search criteria for these queries are mentioned in (B)(4) wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a0412 material rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "rupture" via MRI. Healthcare professional later reported "prosthetic rupture and periprosthetic fluid". This record is for the left side. Device has been explanted. Device will be returned.

Manufacturer narrative:
The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma.